Event description:
A customer reported experiencing the tandem mobi not enough insulin alarm numerous times but could not specify an exact count. The customer's blood glucose level did not exceed 500 mg/dl, indicating no critical impact. Before contacting technical support, the customer attempted to resolve the issue by resuming insulin delivery, reloading the cartridge, changing it, and then restarting insulin delivery as necessary.